Event description:
It was reported that, during a debridement procedure in the op, the metal part of a versajet plus assy, 45 degree x 14mm broke off at the top outside of the patient and no piece fell into the patient. The procedure was successfully completed without delay using a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
H10: the device, used in treatment, has been returned and evaluated. Visual inspection reported. The high pressure and evacuation hoses were severed approximately 2.0 inches from the edge of the distal hand piece hose entrance. The rest of the hoses and the pump cartridge were not included. A specimen vial with a small piece of metal was included. Functional examination of the device as received found no damage or broken pieces. Comparison to the weldment drawings confirmed the device was intact per specification and the metal piece included in the specimen vial is not a part of the final assembly of the weldment. We have not been able to establish a relationship between the device and the reported event or determine a root cause. The piece of rogue metal may have been inadvertently lodged in the evacuation channel but this cannot be determined. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during a debridement procedure in the op, the metal part of a versajet plus assy, 45 degree x 14mm broke off at the top. It was unknown how the procedure was finished. The procedure was successfully completed without delay. No other complications were reported.